Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1780kl was requested and the device was returned for analysis.

Manufacturer narrative:
Unit failed to pass the self test due to partial display. P-cap was attached and locked properly into place. Pump was cut and found evidence of moisture damage on the electronic stack and motor assemblies. The following were noted during visual inspection: corroded battery tube, scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, stained serial label. Partial display is confirmed due to moisture damage on lcd connector. Cosmetic damage is confirmed at the unspecified area. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.